Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on an unknown date, an unknown sized trifecta gt valve was implanted. On (B)(6) 2022, the valve was explanted due to a leaflet tear at the non-coronary cusp (ncc), aortic regurgitation, and dyspnea. A non-abbott valve was successfully implanted. The patient was reported to be recovering.

Manufacturer narrative:
Explant due to a leaflet tear at the non-coronary cusp, aortic regurgitation, and dyspnea was reported. The investigation found that leaflets 1 and 2 were torn. There was fibrous pannus ingrowth on the inflow surface of all leaflets. Leaflet 2 contained micro-calcification in pannus. No inflammation was present. The cause of the tear and micro-calcification could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.